Event description:
Additional information: the patient later reported the pump was replaced due to age.

Event description:
Additional reviewed indicated that the patient's low reservoir volume was at 2 ml. The patient's pain traveled. The patient stated "what I believe I'm experiencing is pain, well it travels. The pain is in the top of my shoulders, the top and the back of my shoulders, but that then, the next place that I then detect that is actually in my, is as a response in my, this may be going into a medical realm that you're not gonna know so much about... ...my, my tongue pushes up into my gums, which in turn causes me to have a pretty bad headache. "

Event description:
Initially, it was reported on (B)(6) 2012, that the patient experienced an increase in pain over the last 2-3 weeks. The patient was not scheduled for a refill until (B)(6) 2012. The patient typically goes 5-6 months between refills. The patient experienced a change in therapy effect: acute pain on the top and back of shoulders; headache was also reported. The symptoms occurred prior to a pump refill. The patient felt an increase in pain 6 weeks to 1 month before each refill date. The hcp performed a motor study, but had not performed a dye study. The patient believed that refills should occur more often to prevent the issue from occurring. The patient had been getting 4 pump refills/year and as of the date of the report, was down to 2 refills/year. It was later reported on (B)(6) 2012, that the patient planned to undergo an MRI scan of the thoracic spine. Over the past 3-4 months, the patient experienced increased pain and headaches. The patient's pain was located where the pump "targets" the pain. The pain was not consistent and worsened when walking. There could be a possible leak in the catheter. The pump contained morphine. Follow-up attempts for additional information were made to the hcp but no additional information regarding the event was received.

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: unk; accessory model: 8590-1, lot#: n070171, implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).